Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed error code 1062 (invalid test results, read precision), error code 1063 (invalid test results, correlation coefficient too low) and error code 1113 (invalid test results, read value) while running three pt samples on the axsym digoxin iii assay. Using a new reagent pack with the same lot# resolved the issue. There was no impact to the pts' mgmt reported.